Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tandem usb charging cable came apart while attempting to unplug the cable for the tandem wall adapter. There was no patient involvement, as the pump was not being used on the patient at the time of the event. A replacement cable was sent to the customer.